Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was reproduced. Device evaluation found imaging failure. Twisted cable, loose scope mount and heavy switch operation. A definitive root cause of the phenomenon cannot be conclusively identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): endoscopic image disappearance and freezing - the following items must be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly during an examination, or that the freeze may not be released. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no display on the monitor after connection. The issue was found during preparation of an unspecified procedure. There were no reports of patient harm.